Event description:
A surgeon reported that a pt experienced choroidal hemorrhage of the right eye.

Event description:
Additional information received from the reporting facility indicates that the reported choroidal hemorrhage was not related to the intraocular lens (iol). The hemorrhage occurred prior to iol insertion.